Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was reported to have been in the 400's range (mg/dl) all day. The customer reloaded a cartridge and was able to resume insulin delivery.